Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified a large cut in the interconnect cable. Cable replaced and system functioned as intended. System placed back into service. .

Event description:
It was reported that the 9800 system went into the subtraction mode when system was not in the subtraction mode. No pt injury was reported.